Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal was cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The tension spring assembly, seal, and the anchor tab were outside of the devices. The seal had multiple cracks along the sixth and seventh rows from the outer edge. The green slide lock was unlocked and the white plunger was depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal was prematurely deployed in the loading device. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the evaluation results, the reported complaint was confirmed for premature deployment and cracked seal. The customer has been advised of our evaluation results, including the relevant section of the IFU. (B)(4).